Event description:
Reference MDR #1219856-2009-00374 for the first event and MDR #1219856-2009-00375 for the second event involving the same patient. It was reported that the intra-aortic balloon (iab) was prepped per instruction and removed from the tray. Upon the removal from the tray, the balloon was already unwrapped. The md requested a fourth iab-05840-u. This iab was prepped and removed from the tray and inserted through the existing sheath without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.